Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump powered up properly after battery installation and had operating currents within specification. No blank display was noted. The insulin pump had intermittent button response due to light moisture damage to the keypad traces. The insulin pump passed the basic occlusion test and the displacement test. No motor error alarm was noted. However, the insulin pump was unable to prime during the prime test due to a faulty force sensor resistor. The motor was tested outside of the device and passed. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corners, cracked belt clip slot and broken reservoir tube lip.

Event description:
The customer reported that the insulin pump's keypad was unresponsive and numbers were flashing on the display. The customer also reported that the insulin pump was alarming and vibrating. The customer stated that at the time of the call, the display was blank. Blood glucose level at the time of the incident was 375 mg/dl. The customer later reported that the insulin pump came back on and had a motor error alarm. The customer confirmed that the insulin pump had been dropped. Blood glucose level at the time of the call was 86 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.